Manufacturer narrative:
12/08/2015 10:02 am (gmt-5:00) added by michael gendy (pid-000837): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that bom 7mm extended length endoscope is foggy and no longer works; the hospital did not report any patient effects.